Manufacturer narrative:
Evaluation summary: inspection of the bone screw along with sem analysis confirmed that a crescent-shaped sleeve of material was fractured from the screw head. The bone screw was most likely over-stressed due to excessive bending moment, torque, or a poor quality pilot hole. A misaligned bone screw could also lead to damage of the screw and/or shell. If the bone screw is not perpendicular to the screw hole, the screw could come in contact with the shell. The exact cause and type of failure of the bone screw is unknown since information about the insertion technique and instruments used was not provided. Evaluation: review of the device history records was also not possible as the lot numbers required for retrieval were unavailable. The device was too damaged to accurately measure the dimensional conformance. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed on the returned screw. Sem analysis shows mechanical deformation of the head. However, no fracture micro-mechanism could be observed. Eds indicated ti, al, and v peaks in the spectrum; this is typical of tivanium alloy, which is the material of which these screws are made. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the head of the screw broke during use. The pieces were pulled out of wound site.